Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the customer's report was verified at zoll medical corporation and attributed to the lithium coin battery on the system board.the device was recertified and returned to the customer.zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 11 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device would not power up.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.